Event description:
Nursing home resident was dropped out of an invacare reliant 450 lift while being transferred from bed to chair. The loops on the sling slipped out of the hook on the lift during transfer. Resident was dropped to the floor from wheelchair height.